Event description:
It was reported during the procedure, the needle from the raulerson syringe fell off. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the needle from the raulerson syringe fell off. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe (ars) and an 18ga introducer needle for investigation. No definite signs of use were observed. Visual inspection did not reveal any defects or anomalies. There were no cracks observed in the needle hub. The ars tip appeared normal. Additional testing of the introducer needle hub revealed that it conforms to iso (B)(4). The introducer needle was functionally tested with the returned ars per the instructions for use (IFU), which states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The returned needle felt snug on the ars and was able to draw and aspirate water with no issues. The connection between the returned syringe and needle was compared with a lab inventory ars syringe and introducer needle. The returned ars was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars. No defects or anomalies were observed with either assembly. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso (B)(4). A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit states the following: "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The reported complaint that the syringe/needle connection was not secure was not able to be confirmed through complaint investigation. The returned needle appears to securely fit to the ars tip. It was also discovered that the introducer needle hub conformed to iso (B)(4). Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend on reports of this nature.